Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A lot history review could not be performed as the lot number is unknown. The device was returned. The investigation is confirmed for a complete circumferential shaft break in the outer catheter. This break was likely perceived by the customer as a crack in the device. Therefore, the investigation is inconclusive for crack. The definitive root cause could not be determined based upon the available information. As the break location on the catheter was stretched and jagged, this may indicate that the catheter was subjected to excessive force. Therefore, it is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that during preparation, the recanalization catheter was flushed and saline was seen exiting a crack on the catheter shaft. Another recanalization catheter was used to perform the procedure. There was no patient involvement.